Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: for the last 2 weeks the patient has been having blood glucose (bg) levels up to 600 mg/dl with vomiting (once), thirst, and ketones. Reporter is giving injections of insulin to bring bg down, but reports the insulin vial has been open for 20 days. Reporter is using same insulin for injections and for filling cartridges. Reporter states no issues with infusion sets or sites, wants to troubleshoot pump. Customer support (cs) review of pump found rates and settings to be correct, alarm history correct alarms of low cart only, bolus/basal history matches tdd history and are confirmed correct. There is no indication of pump malfunction. Reporter will change out the insulin for a new vial, change out the cartridge and infusion set, and call back if necessary. This complaint is being reported as a patient on pump therapy experienced hyperglycemia subsequent to the use error of using the same vial of insulin for 20 days.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.